Event description:
Follow-up with the legal contact at the account revealed the reported overinfusion occurred on pump 1 (channel1, right side of pump). Pump 2 (channel 2, left side of pump) infused fluids as programmed at the same time. The pt expired within a few hours of the discovery of the overinfusion. The pt was terminal and expectred to live only a few hours. Because the pt had a living will, no resuscitation measures were undertaken. The effect of the overinfusion is not known.